Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the clinic during follow-up in backup vvi. The pulse generator was removed and replaced due to unresolved backup vvi status.